Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 37 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment was not returned. An extraction aid was found on the distal fragment; it is reasonable to assume that the lead was cut during the surgery. The inner coil was found stretched and separated from the outer coil. The damage probably occurred during the extraction procedure due to tensile stress. Due to the missing proximal fragment the root cause of the clinical observations could not be determined. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Combination product: yes. Biotronik submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Biotronik has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by biotronik, or its employees that the device, biotronik, or its employee caused or contributed to the event described in the report. Biotronik will submit a supplemental report if additional relevant information becomes known.

Event description:
Ra lead was explanted because it dislodged and fractured resulting in non-physiologic noise, inconsistent capture, and increasing impedance (>2400ohms). Should additional information be received this file will be updated.